Event description:
It was reported that the device was used during a bowel resection. It was reported by the rep that the device did not fire at all. It appeared the safety mechanism was preventing the device from firing. There was no consequence to the pt.